Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Date and name of index surgical procedure. The diagnosis and indication for the index surgical procedure? Product lot number? What was the tissue condition where pds suture were used, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Were there two sutures (z991g- pds) involved in this post-op event? Please clarify what tissue dehisced and size of dehiscence? Was there any precipitating stress factor for the complete wound dehiscence? Did the operating surgeon observe any suture deficiency or anomaly before, during or after suture placement or during any re-operation? How was the dehiscence managed? If a surgical intervention was performed, provide date, findings or operation notes. Other relevant patient factors/comorbidities/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event ( complete wound dehiscence)? What is the patient¿s current status? Events were 2210968-2020-09741.

Event description:
It was reported that the patient underwent an unknown procedure in 2020 and the suture was used. Post-operatively, the patient experienced complete wound dehiscence of an abdominal incision with each end of the fascia closure secured with a loop. Event occurred one week post-operatively. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 01/05/2021. Additional h6 component code: g07002 ¿ device not returned. The following information was requested, but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure? Date and name of index surgical procedure. The diagnosis and indication for the index surgical procedure? Product lot number? What was the tissue condition where pds suture were used, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Were there two sutures (z991g- pds) involved in this post-op event? Please clarify what tissue dehisced and size of dehiscence? Was there any precipitating stress factor for the complete wound dehiscence? Did the operating surgeon observe any suture deficiency or anomaly before, during or after suture placement or during any re-operation? How was the dehiscence managed? If a surgical intervention was performed, provide date, findings or operation notes. Other relevant patient factors/comorbidities/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event ( complete wound dehiscence)? What is the patient¿s current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.